Manufacturer narrative:
Date of event is estimated. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was experiencing ineffective therapy. X-ray imaging did not show any migration. As a result, surgical intervention was undertaken on (B)(6) 2019 where the lead was repositioned. Issue resolved.